Manufacturer narrative:
Analysis could not confirm the report issue; the touchscreen worked without deviations. The touchscreen was calibrated, software was installed, and the programmer was cleaned. The unit passed all final electrical safety, functional, and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's screen would not function with the pen. A new stylus pen was attempted, but it was still not working. The programmer has been returned. No patient complications have been reported as a result of this event.